Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery compartment crack was observed. A battery cap was not returned, a test cap was able to be properly secured to the pump. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the keypad was found to be peeling. Evaluation revealed the up, down, and ok keypad buttons were intermittently responsive; the contrast button was unresponsive. There was evidence of keypad contamination found under all key contacts; the contrast key was found to be misaligned. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging evidence of moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.